Event description:
It was reported that the patient underwent a 12-level posterior spinal instrumentation for idiopathic scoliosis using hook and crosslink instrumentation. Seventeen months post-op, the patient was diagnosed with a pseudoarthrosis at l2-l3. The patient underwent a revision surgery to remove all of the posterior instrumentation.

Manufacturer narrative:
(B) (4). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18: 1990-1996. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.